Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a tracheal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the distal tip of the balloon bent. Reportedly, the balloon could not be pulled out of the scope and had to be cut. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.